Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem 'second button wont work' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the second soft key being not operable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second button on a spectrum pump keypad was not functioning. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.